Event description:
Technician alleged that the bed would not go into trendelenburg. No patient impact.

Manufacturer narrative:
The technician found the trendelenburg knob broken off. The technician replaced the trendelenburg knob to resolve the issue.